Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12466, 2938836-2019-12467. It was reported that infection of the device system was observed. The patient was admitted to the hospital for sepsis a week before explant procedure. The device system was explanted. The patient was pacemaker dependent, so new pacemaker and pacing lead were implanted. The patient was stable before, during and after the procedure.